Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the issue described was caused by a hardware failure. The returned x-ray tube was examined, and the filament of the small focus was found defective. Under normal conditions, each filament has equal distances to the boundary plates in all circumstances. In the case given the emitter was too close to the outer focal boundary and touched the focal head, which led to the non-availability of x-ray of the small focus. Normally, after three attempts pressing the foot switch, which is described in the instruction for use, the system switches over to the next, larger focus automatically, which results in a moderate impact on the image quality ( e.g. Resolution / sharpness). Therefore, the system was still usable, however the operator decided to finish the procedure on a different system. According to the logfile, in the case given, the foot switch was pressed just two times and not three times, so there was no switch-over to the next larger focus. After this there was no x-ray release for half an hour. The large and micro focus were still available in plane a; plane b was working without any limitation. The affected x-ray tube has been exchanged on site by the local service organization and the error has not again been reported again. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that the dsa (digital subtraction angiography) run image was pixilated. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.